Event description:
It was reported the patient experienced intermittent shocking sensations at the ipg site. The sensations occur whether stimulation is on or off. The patient is receiving adequate stimulation to all needed areas. A physician consult was advised; however the patient declined and was not interested to make an appointment at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.